Manufacturer narrative:
Siemens has completed an investigation of the event. A service engineer went onsite for a technical investigation. It was determined that the high voltage tank (hvt) was broken and needed to be replaced. After its replacement, the system was handed back to the customer in regular operation. No further investigation within the complaint process is necessary as no general or design issue was identified. No further measures are deemed necessary. The patient suffered no harm due to the delayed diagnosis, therefore the report is filed with an abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom go. Top CT system. A 79-year-old female patient was on the scanner for a contrast media guided stroke examination. The examination was not possible due to a technical issue and the patient was sent to another facility. A stroke was later excluded, and a uti infection was diagnosed.